Event description:
It was reported that the patient complained of pain and believed it was associated with the device. The device and both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.